Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® k3e 5.4mg plus blood collection tubes the stopper was not seated in the tube properly. The following information was provided by the initial reporter: hemoguard misplaced on tube can cause stop in automation instruments.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples, but photos were provided for investigation. The photos were evaluated and the indicated failure mode for cocked stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that before use of the bd vacutainer® k3e 5.4mg plus blood collection tubes the stopper was not seated in the tube properly. The following information was provided by the initial reporter: hemoguard misplaced on tube can cause stop in automation instruments.

Event description:
It was reported that before use of the bd vacutainer® k3e 5.4mg plus blood collection tubes the stopper was not seated in the tube properly. The following information was provided by the initial reporter: hemoguard misplaced on tube can cause stop in automation instruments.

Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.